Event description:
Info received indicates when lowering the head section, it stops at 35 degrees and will not continue downward. When the CPR is pulled it will not lower all the way either but motor runs.

Manufacturer narrative:
The technician replaced the head drive to repair the bed.